Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that electromagnetic (em) instruments could not be tracked. There was no patient involved when this issue was discovered.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: 9735825 em intfce 9735825 s8 em instr intfce 0009061365. A medtronic representative went to the site to test the equipment. Testing revealed that the intermittently, the em interface box was not working well. They replaced the em interface box and the testing was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the cause of the issue was due to the electromagnetic (em) instrument.